Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The information provided by the customer and the service business center (sbc) is evaluated as plausible. The customer reported the ceramic tip of the inner sheath to be faulty. During their inspection, the sbc confirmed the reported issue: the ceramic tip was broken. Furthermore, the sbc found the sealing ring to be broken and the guide screw to be missing. Based on the results of the investigation, it is likely that the following led to the malfunction: damaged insulation insert: based on the damage pattern, we assume that the damage to the insulation insert was induced thermally and/or mechanically. Therefore, it is most likely attributable to wear and tear and/or improper handling by the customer (more specifically the device being subjected to mechanical overload, impact, accidental dropping, etc.). We cannot determine if there was pre-existing damage to the insulation insert or if it was already worn. Furthermore, it cannot be determined if the damage was caused during the last reprocessing of the instrument or during its last use in a procedure. As a general note, cracks on the insulation material are mostly not visible, making visual inspection difficult broken sealing ring: the reported issue was most likely caused by wear and tear and wrong handling by the user. Considering the age of the product, the damage to the sealing ring most likely constitutes signs of wear and tear and is most likely attributable to frequent use and poor maintenance. A broken sealing ring is very likely to cause the inner sheath to leak. Missing guide screw: the reported issue was most likely caused by wear and tear. The missing guide screw most likely constitutes general signs of usage. This issue is addressed in the instructions for use (IFU): before use: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. Inspection and testing: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. If the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the inner sheath, for 26 fr. Outer sheath had ceramic tip failure. The issue was found during a diagnostic electrotomy procedure. The procedure was completed using the same set of equipment with no delay. There were no reports of patient harm.